Manufacturer narrative:
Evaluation summary: the reported event that hoffmann lrf foot arch had a disconnection of the metal parts from the carbon part after surgery could be confirmed since the device was returned for evaluation. The root cause of this disconnection issue has been identified as a design issue. This problem has been reported through nc (B)(4) and is now addressed by CAPA (B)(4). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. If any further information is provided, the investigation report will be updated.

Event description:
The doctor contacted me today to say the foot arch broke where the metal coupling meets the carbon fiber arch. He pressed the foot arch back into the two metal studs of the coupling as a temporary support, but asked me to bring a new foot arch with a cross support to put on in the wound clinic on (B)(6) 2014 during the clinic revision. It was also reported that "the forefoot wires have lost tension and therefore may require a revision surgery to restore tension and support.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The doctor contacted me today to say the foot arch broke where the metal coupling meets the carbon fiber arch. He pressed the foot arch back into the two metal studs of the coupling as a temporary support, but asked me to bring a new foot arch with a cross support to put on in the wound clinic on (B)(6) 2014 during the clinic revision. It was also reported that ¿the forefoot wires have lost tension and therefore may require a revision surgery to restore tension and support.